Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 115 mg/dl no significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked display window corner, cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.